Manufacturer narrative:
The reported event helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. The lead was returned with the helix retracted and clogged with blood/tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
Prior to the implant, the helix of the right ventricular (rv) lead was already extended. The physician attempted to implant the helix and retract it; however it was not successful. A new rv lead was used to resolve the event. The patient was stable.